Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was poor sleeve function. The following information was provided by the initial reporter and translated to english. The customer stated: "during use, it was found the sharp had a sleeve recovery issue."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was poor sleeve function. The following information was provided by the initial reporter and translated to english. The customer stated: "during use, it was found the sharp had a sleeve recovery issue."